Event description:
It was reported that the patient presented remotely via merlin.net. Review of the high ventricular rate (hvr) transmission alert noted that the pacemaker exhibited undersensing. No programming changes or interventions were reported; the pacemaker will continue to be monitored. The patient condition was not known.